Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a blister over his incision site. The patient was prescribed oral antibiotics and the affected area was cleaned out. No device malfunction was suspected. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient's infection was healed and was doing well. Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a blister over his incision site. The patient was prescribed oral antibiotics and the affected area was cleaned out. No device malfunction was suspected. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient's symptom of infection was redness. The physician believed that the infection was not device related. The patient underwent an explant procedure as precautions. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a blister over his incision site. The patient was prescribed oral antibiotics and the affected area was cleaned out. No device malfunction was suspected. The patient was doing well.